Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the insulin pump failed and change battery during the bolus and insulin pump error alarm occurred. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hal software error detected or the main arm cannot communicate with the motor arm alarms during testing however, hal software error detected alarm (line number 1421 file number 32122 and the main arm cannot communicate with the motor arm alarm are found in the formatted history file due to a software error.